Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedances less than 200 ohms. Isometric testing was performed but the out of range impedances could not be recreated. Additionally, no noise or other inappropriate behavior was noted. Disk analysis revealed no abnormalities and provided that shock therapy should still be available to the patient. The physician elected to continue monitoring the system. This rv lead remains in service at this time. No adverse patient effects were reported.